Event description:
Reporting status: serious injury/malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. A perforation occurred. Device issue: balloon rupture. It was reported that during predilatation of a non-calcified circumflex artery, the voyager rx ruptured at unknown atmosphere (atm). A perforation was then noted, as there was extravasation of dye. The physician kept the patient in the cath lab for observation and after twenty minutes, the perforation sealed without intervention. The patient was kept in the hospital for further observation, and the procedure was completed successfully two days later. There is no additional event or patient information available.

Manufacturer narrative:
(B) (4). Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast on the shaft and in the inflation lumen and in the balloon. The balloon was returned loosely folded. There were kinks and bends throughout the entire length of the hypotube consistent with the way the product was rolled up when received. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used to pressurize the balloon when fluid leaked out a pinhole in the balloon over the distal balloon marker. There were scratches in the balloon below the pinhole and 1mm proximal to the pinhole.